Event description:
Boston scientific received information that a latitude red alert was received from this system due to a out of range shocking impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The clinic is aware of the red alert and the patient will be followed closely. No other adverse events have been reported. This product issue will be updated if additional information is received.